Event description:
It was reported the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient ended up with a urinary tract infection (uti) and went to urgent care and at the time of report they were ¿sick with the crud and stuff.¿ it was stated that the uti was recent and they went to the urgent care on (B)(6) 2014. The patient stated that their bladder started to spasm and the patient thought she had to turn stimulation up some. It was noted that the patient rarely felt the "butterfly" feeling so they tried turning stimulation up and then the following morning she woke up and was miserable so she went to urgent care. The patient stated that she had "the crud" in november but then her husband got it shortly after visiting the urgent care center so they do not like going to urgent care. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v517681, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).